Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain relevant medical records however non relevant medical records were received and no response was received from the hospital for medical images. As such, event determination, off label conditions, related patient harms and patient disposition could not be assessed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: h6: result code: remove code 3221. H6: conclusion code: remove code 11. Device iteration is afx with duraply.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 3.5 years post initial procedure, (exact date was not reported) an endoleak of indeterminate origin (possible type 1, 2 and /or 3a). An intervention has been scheduled and the patient is currently being monitored.